Event description:
It was reported that the patient had a bladder infection in 2011. The patient went to another health care provider (hcp) and was diagnosed with it right away. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v130930, implanted: (B)(6) 2008, product type: lead. (B)(4).